Event description:
Report received of a possible over-delivery. The pump was programmed to deliver an unspecified concentration of pentobarbital at a titrated rate dependent on the pt's eeg. During the shift change, the nurse noted that there was a 64ml discrepancy between what was documented on the medication sheet versus the amount of solution remaining in the container. There was no reported adverse pt effect. Though requested, no further info was available.